Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced dexcom g7 bluetooth connectivity issues with the ilet, including a prior pairing failure and an invalid code alert when attempting to re-pair, which was traced to the cgm type being set to dexcom g6 instead of g7; after switching the setting to g7, the sensor initiated pairing and the user was advised that pairing could take up to 30 minutes. Symptoms included no reported changes in blood glucose and no adverse physiological effects. Outcomes included the pump exiting bg run mode and a temporary interruption of automated dosing due to cgm not paired, with dosing expected to resume upon successful pairing. Investigation included customer-guided troubleshooting and education. Investigation of this case revealed user configuration error for cgm type and normal device behavior when the cgm is not correctly configured. It was concluded that the event resulted from incorrect cgm selection leading to pairing failure, with resolution initiated by correcting the cgm type and reattempting pairing.